Event description:
It was reported that during a balloon angioplasty, balloon rupture occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A rebel 24 x 3.50 stent was advanced to the lesion and inflated to 6 atmospheres when the balloon burst. It was noted the calcium is believed to have caused the balloon burst. An unknown nc quantum balloon was used under high pressure to fully deploy the stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: is believed to be approximately (B)(6) years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).